Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon visual inspection, it was noted that there was cracks/damage to the housing of the device on both the left and right sides. Further review of the pump sub-assembly and components showed no functional issues with the tubing connector. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the pump, and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate the pump triggered an alarm and the rollers stopped moving. This behavior is expected. When the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. A cause to the loud motor can be attributed to wear and tear from extended usage in the field. The complaint allegation was not confirmed, and other failure modes were identified.

Event description:
It was reported that during a shoulder arthroscopy the device sometimes stopped and also sometimes exited the selected shoulder program. No error message was given. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully without the device. It was not necessary to switch the surgical technique or do a second surgery.